Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between march 7 - 8, 2025. H11: the device was received for evaluation. Visual inspection was performed and the bladder was ruptured. The ruptured bladder was examined for external and internal surfaces of the bladder and any surface defects on the stressmember and no signs of abnormality were observed. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inherent variation in the material from manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. During infusion of cefazolin, the elastomeric balloon burst. The liquid was contained within the housing. The device was filled with cefazolin (aft) 4000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code(B)(6). Should additional relevant information become available, a supplemental report will be submitted.